Manufacturer narrative:
Health professional removed. The customer¿s experience of free flow was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The pump module and the disposable set were not returned for investigation (multiple attempts were made requesting the devices). The log review shows that this same infusion for (drugid 115) was programmed a day earlier at 4:43 am on 09 february 2019 and completed without any issues. The volume recorded as being infused during this period was 6.163ml. The root cause of the customer¿s experience of free flow was not identified. No device received-log review only.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿doxycycline set at 100-100 infused within 5 minutes. Nurse mixed doxycycline, primed the line and hung bag, connected to the channel. Secured channel. Selected the correct channel, hit guardrail meds. Doxycycline 100/100 read that the rate was 100-volume to be infused-100-duration 0100 hr. Checked twice, cleaned and attached the line to the y-site closest to patient of existing ns line. Running good. Within two to five minutes the pump alarmed with air in line. Triple-checked the process and there was no way it could have run that fast. Disconnected the channel, took the med, called pharmacy, took patient vital signs. Pump sequestered and sent to clinical engineering. Logs reviewed. It appears flow stop clamp was open which would allow free flow of medication to patient. No injury noted to patient. This was new equipment as of november 2018. This report is follow-up to information already reported to carefusion by jerry hefner, mission hospital clinical engineering."

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Device not received, log review only.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿doxycycline set at 100-100 infused within 5 minutes. Nurse mixed doxycycline, primed the line and hung bag, connected to the channel. Secured channel. Selected the correct channel, hit guardrail meds. Doxycycline 100/100 read that the rate was 100-volume to be infused-100-duration 0100 hr. Checked twice, cleaned and attached the line to the y-site closest to patient of existing ns line. Running good. Within two to five minutes the pump alarmed with air in line. Triple-checked the process and there was no way it could have run that fast. Disconnected the channel, took the med, called pharmacy, took patient vital signs. Pump sequestered and sent to clinical engineering. Logs reviewed. It appears flow stop clamp was open which would allow free flow of medication to patient. No injury noted to patient. This was new equipment as of (B)(6) 2018. This report is follow-up to information already reported to carefusion by (B)(6) hospital clinical engineering."

Manufacturer narrative:
The customer¿s report of a free flow was not confirmed. Analysis of the pcu indicated pump module s/n (B)(6) was programmed to infuse doxycycline 100mg/100ml (drugid 115) at a rate of 100ml/hr. With a vtbi of 100ml at 5:09 am on (B)(6) 2019. The device alarmed for air in line two times, and channeled the device off both times, however channeled the device on and reprogrammed the same infusion shortly after. At 5:17 am, the user channeled the device off and then at 5:19 am, the device was removed from the system. The volume recorded as being infused during this period was 6.163ml. The log review shows that this same infusion for (drugid 115) was programmed a day earlier at 4:43 am on (B)(6) 2019 and completed without any issues. Functional testing performed found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The root cause was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿doxycycline set at 100-100 infused within 5 minutes. Nurse mixed doxycycline, primed the line and hung bag, connected to the channel. Secured channel. Selected the correct channel, hit guardrail meds. Doxycycline 100/100 read that the rate was 100-volume to be infused-100-duration 0100 hr. Checked twice, cleaned and attached the line to the y-site closest to patient of existing ns line. Running good. Within two to five minutes the pump alarmed with air in line. Triple-checked the process and there was no way it could have run that fast. Disconnected the channel, took the med, called pharmacy, took patient vital signs. Pump sequestered and sent to clinical engineering. Logs reviewed. It appears flow stop clamp was open which would allow free flow of medication to patient. No injury noted to patient. This was new equipment as of (B)(6)2018. This report is follow-up to information already reported to carefusion by jerry hefner, mission hospital clinical engineering."

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿doxycycline set at 100-100 infused within 5 minutes. Nurse mixed doxycycline, primed the line and hung bag, connected to the channel. Secured channel. Selected the correct channel, hit guardrail meds. Doxycycline 100/100 read that the rate was 100-volume to be infused-100-duration 0100 hr. Checked twice, cleaned and attached the line to the y-site closest to patient of existing ns line. Running good. Within two to five minutes the pump alarmed with air in line. Triple-checked the process and there was no way it could have run that fast. Disconnected the channel, took the med, called pharmacy, took patient vital signs. Pump sequestered and sent to clinical engineering. Logs reviewed. It appears flow stop clamp was open which would allow free flow of medication to patient. No injury noted to patient. This was new equipment as of november 2018. This report is follow-up to information already reported to carefusion by jerry hefner, mission hospital clinical engineering."

Manufacturer narrative:
The customer¿s report of a free flow was not confirmed. Analysis of the pcu indicated pump module s/n (B)(4) was programmed to infuse doxycycline 100mg/100ml (drugid 115) at a rate of 100ml/hr. With a vtbi of 100ml at 5:09 am on (B)(6) 2019. The device alarmed for air in line two times, and channeled the device off both times, however channeled the device on and reprogrammed the same infusion shortly after. At 5:17 am, the user channeled the device off and then at 5:19 am, the device was removed from the system. The volume recorded as being infused during this period was 6.163ml. The log review shows that this same infusion for (drugid 115) was programmed a day earlier at 4:43 am on 09 february 2019 and completed without any issues. Functional testing performed found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The root cause was not identified.